Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: based on the evaluation tabs, the disfigurement of the cable was observed, so it is believed that the image was not displayed due to a failure of the cable unit. There were no more abnormalities than production records. Cable failure may be due to user handling. The legal manufacturer confirmed the contents described in the instruction manual check the contents of the instruction manual regarding the failure of the cable unit. There are the following descriptions. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ camera head cannot be connected¿ was not confirmed. The video connector can be connected to video processor, however; there was no image displayed on screen. The rear cover labels were noted to be fading. The focus ring was worn with thin cracks. The cause of the reported event could not be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the camera head could not be connected. There was no patient involvement reported.